Manufacturer narrative:
Concomitant medical products: 5076-45 non-defib lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds, unstable thresholds, increasing thresholds and intermittent capture. The rv lead was reprogrammed, then capped and replaced. No patient complications have been reported as a result of this event.